Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber was (B)(4) feet (B)(4) inch; the glass fiber exhibited signs of devitrification; the distal end of the glass fiber was fractured and extended 1mm from the blue outer sheath; the distal end of the blue outer sheath appeared in good condition; the fiber was tested with hene laser fixture, aim beam was visible at the tip and the light spot created by the aim beam appeared acceptable. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported that while using two fibers to break up a stone during a lithotripsy procedure, the fiber tips broke off inside the patients bladder, resulting in a delay of case with increased anesthesia time. The patient's bladder was evacuated and the fiber tips were recovered. There was no patient injury reported. This report is for the first fiber used.